Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of intermittent display problems on the heartmate touch (serial number (B)(6)) was confirmed via the customer submitted video. The reported event was unable to be reproduced via product analysis. A video was submitted from the customer, which confirmed the reported issue. The video showed the user clicking the power button multiple times, which illuminated the display each time. When the home button was pressed to unlock the screen to access the heartmate touch app, the screen shut off without prompting. The home button was pressed multiple times after the screen shut off; however, the screen would not respond even after attempting to press the power button again. The returned heartmate touch tablet was functionally tested using a known working heartmate touch adapter, power module, and system controller connected to a mock loop, and the heartmate touch was found to function as intended throughout testing without any display issues being reproduced despite attempting to induce them. No physical damage was noted to the heartmate touch tablet. Available information provided that the heartmate touch was replaced with a demo unit. Stable monitoring was not able to be achieved despite troubleshooting efforts by the site and log files could not be provided. The root cause of the reported event was unable to be conclusively determined through this investigation. The relevant sections of the device history records for dmpy701ghp50 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (IFU) section 4 ¿heartmate touch communication system¿ and the heartmate touch communication system quick start guide (rev. B) under ¿how to use the heartmate touch communication system¿ explain the operation of the heartmate touch system. Heartmate 3 instructions for use (IFU) section 8 "equipment storage and care" describe how to care for, store, and clean all equipment, including the heartmate touch tablet. Heartmate 3 instructions for use (IFU) section 1 "introduction" informs the user to contact abbott for assistance if there are any questions after reading the manual. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The heartmate touch was replaced with a demo unit.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the heartmate touch was experiencing intermittent display problems. When pressing the power or home button, the screen would not turn on immediately. In some cases, the screen eventually turned on, however the screen would shut off again shortly after. This occurred repeatedly and prevented stable monitoring. The issue occurred regardless of repeated attempts to power on the device.